Event description:
An email was received in regard to a primary plum set, clave secondary port, clave y-site, secure lock, alleging a leak during patient use. It was reported that they have 9cs of intravenous (IV) tubing had small holes/creases in the line, which is making them leak when used. The event occurred during patient use. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received eight (8) used. List #146870489, primary plum sets for inspection. No damage or anomalies noted. No holes or creases were observed. Eight (8) sets were leak tested and no leakage was observed on eight (8) sets. The complaint of holes cannot be replicated or confirmed on eight (8) sets. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.